Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2018 for a blood glucose of approximately 594 mg/dl. Prior to the hospitalization, the customer attempted to treat with boluses. The customer experienced symptoms such as nausea and vomiting. The patient was removed from the insulin pump and was treated by hospital staff. The customer was also placed in the cardio ward due to heart problems. The patient's blood glucose the morning of the call was 216 mg/dl. Troubleshooting did not occur on the insulin pump. However, it was reported that the insulin pump failed the self-test, received device errors and alarms after the self-test, and had a failed battery test alarm. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with normal operating currents. No unexpected failed battery test alarm noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 4 alarm and pump error 63 alarm (variable 3) confirmed in the device history due to broken pin trace on keypad assembly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.